Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient via a manufacturer representative (rep). They spoke with the patient on (B)(6) 2024 and they were still experiencing pain at the ins site despite turning the ipg off and trying the new programs. They are planning to proceed with a pocket revision that is scheduled for (B)(6) 2024.

Event description:
Information was received from a patient (pt) via manufacturer representative (rep) who was implanted with an implantable neurostimul ator (ins). It was reported that the patient had pain at the ins site, issue is ongoing.  Patient reported new onset pain at the ins site. The patient denies having any type of fall or trauma. Patient states that they rolled over in bed one night and had an intense pain at the battery site that did not go away. The patient was seen at the emergency room to help get better control of her pain. The patient was very sensitive to touch at the ins site today. Patient was getting good relief of their chronic pain with no issues prior to the onset of this pain. Impedance check was normal. Rep suggested that the patient keep the ins off for several days and monitor the symptoms. Rep also provided another program to potentially try. Nurse practitioner spoke with healthcare provider (hcp) and they are going to proactively schedule the patient for a pocket revision to move the ins to a different location and will cancel if patient¿s symptoms resolve.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.